Event description:
It was reported that the customer had unresponsive keypad and a button error on the insulin pump. The customer's blood glucose level was 283 mg/dl. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces and severely scratched lcd window. No button error alarm during our testing. The insulin cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.